Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they were able to work around the issue to get pain coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the system was implanted on (B)(6) 2021, and during the implant all impedances were within the normal range on the wens and with the ins prior to closing up.  However, in post-op, the rep was seeing the settings not available message on the controller, so impedances were checked again and the tablet indicated that contact 0 had high impedances (>40,000 ohms).  It was noted the patient was feeling stimulation at that time fine.  The rep mentioned that when the physician was tightening one of the set screws (unknown which lead the set screw was for), the set screw felt like it was going in at an angle, and didn't feel like it was seated correctly.  The rep confirmed that the set screw did tighten and the torque wrench did click when the set screw was tightened.  Technical services reviewed the possibility that maybe the set screw was hitting contact 0 in such a way that is resulted in the high impedances on that contact.  The rep stated they were going to program around contact 0.  No symptoms reported.